Event description:
It was reported that the patient presented to the clinic because their device was beeping. The right ventricular (rv) lead was fractured. The lead had high impedance which triggered a lead impedance warning. The rv lead was explanted and replaced. It was also reported that the left ventricular (lv) lead had temporary loss of capture due to the rv coil failure. The device was reprogrammed to lv tip to lv ring to reestablish lv pacing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2005; d224trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum lv pace impedance rises from an approximate baseline of 300 ohm to greater than 4000 ohm the week ending (B)(6) 2013.

Event description:
It was reported that the patient presented to the clinic because their device was beeping. The right ventricular (rv) lead was fractured. The lead had high impedance which triggered a lead impedance warning. The rv lead was explanted and replaced. It was also reported that the left ventricular (lv) lead had temporary loss of capture due to the rv coil failure. The device was reprogrammed to lv tip to lv ring to reestablish lv pacing and the lead remains in use. No patient complications have been reported as a result of this event.